Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically abandoned due to fracture at the clavicular rib area. This lead also exhibited out of range impedance measurement greater than 2500 ohms. This lead was successfully replaced with a new rv lead. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.